Event description:
Nitroglycerin was infusing at prescribed rate then "bloused" per pump. Pump was quickly stopped, no bolus received by pt. No drop in blood pressure or heart rate. Incident occurred in recovery room. No injury to pt.